Event description:
Dealer reported he noticed a split in the upholstery when chair was folded. Per provider, seat came in by tech who was out to install the seat on the wheelchair and noticed the split in the upholstery when chair was folded. No information of any harm or ill effect.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. The age of the device is unknown, however it was reported use of the device was less than 30 days. The owner's manual was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.